Event description:
It was reported that the ilet user experienced a hyperglycemia episode after an infusion set was deployed with the needle guard left on the contact detach steel infusion set, which impeded insulin delivery. Symptoms included hyperglycemia with a highest blood glucose of 347 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, along with troubleshooting and education to change the infusion site and resume insulin delivery. Investigation of this case revealed no device problem and identified a usage problem associated with improper or incorrect deployment of the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.